Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was firing pear shaped clips. The jaws looked like they were misaligned. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.